Event description:
It was reported that approximately 25 months after 2 xience stents were implanted in the right coronary artery (rca), 1 in the unpredilated and restenosed mid-rca and 1 in the restenosed distal rca, the patient was seen in the emergency department with a complaint of chest pain for 3 days. ECG showed a non-st elevation myocardial infarction and the cardiac enzymes were elevated. The patient underwent revascularization of a lesion in the rca and the right posterolateral branch with 2 drug-eluting stents the following day. Ten months later, the patient was admitted for an elective heart catheterization. He underwent stent implantation in the index target lesion and was discharged the following day. No additional information was provided.

Manufacturer narrative:
(B)(4): no pre-dilatation. Indication for use. There were no reported product deficiencies. The reported patient effects angina, stenosis/restenosis, thrombosis, and myocardial infarction are listed in the listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It should be noted that the xience v everolimus eluting coronary stent system IFU instructs the physician to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Additionally, the IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. In this case, it is unknown if the reported IFU deviations directly caused or contributed to the reported patient effects.